Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found that the shaft polymer extrusion was severely kinked 12mm proximal to the guidewire access port. Several kinks were also noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric target lesion was located in the mildly calcified and 3mm in diameter left anterior descending artery. The lesion contained >=90 degrees bend. The left main coronary artery (lmca) was engaged using a 6f jl3.5 guide catheter. After a non bsc guide wire crossed the lesion, a 2.5x15mm semi-compliant balloon catheter was used for predilation and a 3.00x28mm promus element stent was deployed in the lesion at 12 atmospheres for 30 seconds. Post dilation was then performed using a 3.5x12mm non-compliant (nc) balloon catheter. During withdrawal, the guide catheter came in contact with the recently implanted stent. Cineangiography revealed that the proximal stent struts were compressed. Post dilation was again performed using the same 3.5x12mm nc balloon catheter. A 3x32mm promus element stent was then implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric target lesion was located in the mildly calcified and 3mm in diameter left anterior descending artery. The lesion contained >=90 degrees bend. The left main coronary artery (lmca) was engaged using a 6f jl3.5 guide catheter. After a non bsc guide wire crossed the lesion, a 2.5x15mm semi-compliant balloon catheter was used for predilation and a 3.00x28mm promus element stent was deployed in the lesion at 12 atmospheres for 30 seconds. Post dilation was then performed using a 3.5x12mm non-compliant (nc) balloon catheter. During withdrawal, the guide catheter came in contact with the recently implanted stent. Cineangiography revealed that the proximal stent struts were compressed. Post dilation was again performed using the same 3.5x12mm nc balloon catheter. A 3x32mm promus element stent was then implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.